Event description:
It was reported patient had a fracture and was implanted with a right hip. Patient stated as of (B)(6) 2014 she is experiencing pain and cannot bend.

Manufacturer narrative:
The review of manufacturing documents of the nail revealed no deviation in material resp. In the manufacturing process. Investigation of the device could not be carried out as the device was not available because still implanted. The review of risk file and nc-history did not identify any deficiencies. The reported event indicated that the implant had fulfilled its tasks ¿ temporary stabilization of a bone fracture ¿ for a period of at least 14 months. The course of bone healing was not provided on x-rays (x-rays only available for (B)(6) 2013) but referring to received progress notes a progress of fracture healing was confirmed on (B)(6) 2013 (¿healing fractures, callus formation is present¿). The latest follow up report stated ¿left hip; pelvis; satisfactory alignment of prosthesis, no loosening / follow up 1 year¿. In none of the received progress notes a deficiency of an implant was determined resp. Reported. Thus, it was concluded that the implant still performed its task as intended. The subject of the event description ¿ pain and cannot bend ¿ does not refer to a specific implant. Received x-rays did not enable a determination of an implant potentially leading to pain resp. Impaired flexion. The only evidence was the statement: ¿intermittent lateral hip pain¿. Cited risk analyses, calculations resp. Above nc-history refers to actually reported product matters. As in this case no product deficiency was reported the presented data would only be applicable if the cause of the reported event would be product related and was here included for formal reasons, only. Additionally, the latest follow up was scheduled in year which corresponds to (B)(6) 2015. Thus, in this case no product matter was verified. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. The event was not caused by any deficiency of the device(s). This event was first reported to stryker as a stryker hip registered under stryker (B)(4). Additional information received which identified the device as a trauma gamma3 nail. The nail is registered under (B)(4).

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported patient had a fracture and was implanted with a right hip. Patient stated as of (B)(6) 2014 she is experiencing pain and cannot bend.